Event description:
A consumer reported she has blurred vision following intraocular lens (iol) implant surgery. She stated there is significant improvement in color brightness and contrast; but she does poorly with reading lower on the eyechart. She scheduled a consult with a retinal specialist. In a follow-up, the surgeon reported that wound edema is not resolved. He also reported the pt has macular degeneration. Posterior capsule opacification (pco) has been observed. The surgeon indicated that there were no medical or surgical intervention performed to treat the event; the lens is in the bag; and in his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Md indicated the lens did not cause or contribute to the event. No reason given for the cause. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 07/29/2011 by fax and mail. A completed questionnaire was received on 08/01/2011. (B)(4).